Event description:
Per the clinic, the patient experienced lack of osseointegration in (B)(6) 2013 (specific date not reported), resulting in fixture loss; subsequent to reports of pain and swelling around the abutment site. The patient was prescribed a two month course of ciprofloxacin (date and dosage not reported). It is unknown if there are plans to reimplant the patient with a new fixture as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
This report is filed (B)(4) 2013.